Manufacturer narrative:
The screw is being repatriated to expertise.

Event description:
Surgeon claims the screw cut the soft tissue of the tendon attempted soft tissue fixation. "It was reported that during an ankle reconstruction on (B)(6) 2014, the screw cut the soft tissue of the tendon causing a six hour delay in the procedure. The bone density and size of the drilled hole may have contributed to the soft tissue of the tendon being cut."